Event description:
The reporter stated that reporter did meter to lab comparison tests, 10 minutes apart. Reporter's meter reading was 65 mg/dl, and the lab test result was 108 mg/dl. Reporter did not have any symptoms. On followup, the reporter stated that at the time of the test reporter's hematocrit was less than 25%. No harm was alleged.